Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome ( radiculopathies). It was reported that years ago when the patient had a pump and a stimulator the devices needed to have a certain amount of space between one other and they had to move the pump 3 ½ inches away from the stimulator because of problems. The patient reported that when they turned the stimulator on, the pump sent them into withdrawls and they were sick and throwing up. They stated they didn¿t know the healthcare provider moved the pump. The patient wanted to know why the manufacturer representative allowed the healthcare provider to implant the pump next to the spinal cord stimulator device. No further complications were reported/anticipated. See related regulatory report regarding the pump: 3004209178-2018-12318.